Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose readings and stuck button. Customer's blood glucose value was 47 mg/dl. The customer treated with a snack. The customer stated that he was out playing basketball and noticed high reading of 340 mg/dl. The customer corrected with pump and bolus. The customer mentioned stuck button and was able to clear the alarm after troubleshoot. The insulin pump will not be returned for analysis.